Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the left ventricular lead exhibited high pacing impedance and a loss of capture. Programming changes were implemented to resolve the problem. There were no patient consequences.